Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would intermittently not detect that the insulin cartridge is present. There was no reported impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. The customer declined further troubleshooting with tandem technical support.